Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had chronic severe pain since essure (fallopian tube occlusion insert) insertion. According to her, she had to overcome addiction to pain pills because of this pain and was also submitted to a full hysterectomy. Additionally, she has been hospitalized multiple times for blood work being too high or too low because the device caused her body to deplete or overproduce normal counts. Only the reported pain is listed in essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported chronic pain, which started in close association with essure insertion and no alternative explanation was provided. Considering the positive temporal relationship between this event and essure insertion and based on device safety profile, causality with the suspect insert cannot be excluded. Since consumer's addiction to pain meds was a consequence of her pain, this event was considered as related to essure. Regarding the reported blood work abnormalities, since they were not specified; causality with essure cannot be assessed. In addition, non-serious events were reported. This case was considered an incident, since consumer's pain resulted in disability and device removal was required. The product technical complaint analysis resulted in an unconfirmed quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up received on 23-jun-2016. Follow-up attempts have been completed, with no response to date. Company causality comment this non medically-confirmed, spontaneous case report refers to a female consumer who had chronic severe pain since essure (fallopian tube occlusion insert) insertion. According to her, she had to overcome addiction to pain pills because of this pain and was also submitted to a full hysterectomy. Additionally, she has been hospitalized multiple times for blood work being too high or too low because the device caused her body to deplete or overproduce normal counts. Only the reported pain is listed in essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported chronic pain, which started in close association with essure insertion and no alternative explanation was provided. Considering the positive temporal relationship between this event and essure insertion and based on device safety profile, causality with the suspect insert cannot be excluded. Since consumer's addiction to pain meds was a consequence of her pain, this event was considered as related to essure. Regarding the reported blood work abnormalities, since they were not specified; causality with essure cannot be assessed. In addition, non-serious events were reported. This case was considered an incident, since consumer's pain resulted in disability and device removal was required. The product technical complaint analysis resulted in an unconfirmed quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5061210) on 27-apr-2016. The most recent information was received on 03-oct-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pain/ pelvic pain/pain"), uterine perforation ("perforation of organs"), pregnancy with contraceptive device ("unintended pregnancy"), abortion spontaneous ("miscarriage twins at 16 weeks"), urinary tract infection bacterial ("bacterial urinary infection"), drug dependence ("overcome addiction to pain pills"), menorrhagia ("menorrhagia /abnormal bleeding (menorrhagia)"), blood test abnormal ("blood work being too high or too low, device causes my body to deplete or over produce normal counts"), pelvic inflammatory disease ("chronic pelvic inflammatory disease"), device breakage ("device breakage") and fallopian tube perforation ("perforation fallopian tube") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included pelvic inflammatory disease. Previously administered products included for an unreported indication: vibramycin and metronidazole. Concurrent conditions included vaginal discharge, odor body, anxiety, hypertension, coronary artery disease, congestive heart failure, chronic obstructive pulmonary disease, tia, ganglion cyst, myocardial infarction and asthma. Concomitant products included diphenhydramine hydrochloride (benadryl), epinephrine (epipen), hydromorphone hydrochloride (dilaudid), lorazepam (ativan), metoprolol, naloxone (naloxon), promethazine (phenergan), ranitidine hydrochloride (zantac), salbutamol (albuterol), tiotropium bromide (spiriva), tramadol, trazodone and vicodin (lortab). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), tooth loss ("lost teeth/teeth falling out"), alopecia ("hair loss"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("right ovary cyst"), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("diarrhea"), irritable bowel syndrome ("ibs") and blood oestrogen decreased ("estrogen dropped"). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced procedural pain ("painful post-operative recovery") and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), urinary tract infection bacterial (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), blood test abnormal (seriousness criterion hospitalization), hypothyroidism ("hypothyroidism/thyroid stop working"), abdominal distension ("ebelly (a bloating of the lower abdomen making you look pregnant)"), supraventricular tachycardia ("psvt (paroxysmal supraventricular tachycardia)"), muscle strain ("strain on my body"), hypertension ("high blood pressure"), glucose tolerance impaired ("borderline diabetic"), pain ("chronic pain all over"), depression ("depression") with abnormal weight gain and weight decreased, anxiety disorder ("hyper-anxiety disorder"), migraine ("chronic migraines/ migraines"), nausea ("nausea"), fluid retention ("fluid build-up to the point of needing laxis"), multiple allergies ("developed severe allergies"), dermatitis contact ("could no longer wear gold of any kind because the amount of metal in her body caused her skin to erode the metal in the gold") with skin erosion, abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), dyspareunia ("painful intercourse"), back pain ("back pain"), the first episode of arthralgia ("joint pain"), urticaria ("hives"), skin irritation ("skin irritation"), tooth disorder ("dental problems"), thyroid disorder ("thyroid problems/thyroid stop working"), headache ("headaches"), weight fluctuation ("weight gain / loss"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), kidney infection ("kidney infection"), insomnia ("insomnia"), white blood cell count increased ("increase wbc"), device breakage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and the second episode of arthralgia ("hip pain"). The patient was hospitalized sometime in 2016. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first and second trimesters of pregnancy. The patient was treated with terconazole (terazol), levothyroxine sodium (synthroid), citalopram hydrobromide (celexa), surgery (total hysterectomy with bilateral salpingectomy to remove the essure devices).essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, urinary tract infection bacterial, migraine, abdominal pain, weight increased, dyspareunia, back pain, urticaria, rash, skin irritation, procedural pain and cystitis was resolving, the uterine perforation, abortion spontaneous, drug dependence, blood test abnormal, tooth loss, hypothyroidism, abdominal distension, supraventricular tachycardia, muscle strain, hypertension, glucose tolerance impaired, pain, depression, anxiety disorder, fluid retention, multiple allergies, dermatitis contact, tooth disorder, thyroid disorder, headache, weight fluctuation, kidney infection, insomnia, ovarian cyst, pelvic inflammatory disease, white blood cell count increased, device breakage, allergy to metals, vaginal discharge, fallopian tube perforation, diarrhoea, irritable bowel syndrome, blood oestrogen decreased and the last episode of arthralgia outcome was unknown and the menorrhagia, nausea, abdominal pain lower, alopecia, vaginal haemorrhage, vaginal infection and fatigue had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety disorder, back pain, blood oestrogen decreased, blood test abnormal, cystitis, depression, dermatitis contact, device breakage, diarrhoea, drug dependence, dyspareunia, fallopian tube perforation, fatigue, fluid retention, glucose tolerance impaired, headache, hypertension, hypothyroidism, insomnia, irritable bowel syndrome, kidney infection, menorrhagia, migraine, multiple allergies, muscle strain, nausea, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, skin irritation, supraventricular tachycardia, thyroid disorder, tooth disorder, tooth loss, urinary tract infection bacterial, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, white blood cell count increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.6 kgs. Computerised tomogram - on (B)(6) -2016: essure in tube and uterus, with no appendicitis or ultrasound scan - on (B)(6) 2016: essure in tube and uterus, with no appendicitis or (B)(6) 2016 CT and us showed essure in tube and uterus, with no appendicitis or free fluid. (B)(6) 2016: final pathologic diagnosis: uterus, cervix, and fallopian tubes, hysterectomy and salpingectomy: weakly proliferative endometrium. Myometrium with no significant histopathologic abnormality, cervix with benign squamous epithelium, nabothian cyst, bilateral fallopian tubes with metallic spring devices. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dyspareunia, menorrhagia, tooth loss, hypothyroidism, headache, migraine, depression, hypertension, multiple allergies, vaginal haemorrhage, back pain, abdominal pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs received. Event's:vaginal infection, cystitis. Kidney infection. Insomnia, right ovary cyst, chronic pelvic inflammatory disease, wbc increased, nickel allergy, device breakage, perforation (fallopian tube) , fatigue, diarrhea, irritable bowel syndrome, estrogen dropped, hip pain, did you undergo an essure confirmation test: no were added. Concomitant disease, concomitant drugs were added. Outcome of events were updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 27-apr-2016. The most recent information was received on 15-oct-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("miscarriage twins at 16 weeks"), device breakage ("device breakage"), fallopian tube perforation ("perforation fallopian tube"), uterine perforation ("perforation of organs"), pelvic pain ("chronic severe pain/ pelvic pain/pain"), pelvic inflammatory disease ("chronic pelvic inflammatory disease"), pregnancy with contraceptive device ("unintended pregnancy"), urinary tract infection bacterial ("bacterial urinary infection"), drug dependence ("overcome addiction to pain pills"), menorrhagia ("menorrhagia /abnormal bleeding (menorrhagia)"), blood test abnormal ("blood work being too high or too low, device causes my body to deplete or over produce normal counts") and kidney infection ("kidney infection") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's past medical history included pelvic inflammatory disease. Previously administered products included for an unreported indication: vibramycin and metronidazole. Concurrent conditions included vaginal discharge, odor body, anxiety, hypertension, coronary artery disease, congestive heart failure, chronic obstructive pulmonary disease, tia, ganglion cyst, myocardial infarction and asthma. Concomitant products included diphenhydramine hydrochloride (benadryl), epinephrine (epipen), hydromorphone hydrochloride (dilaudid), lorazepam (ativan), metoprolol, naloxone (naloxon), promethazine (phenergan), ranitidine hydrochloride (zantac), salbutamol (albuterol), tiotropium bromide (spiriva), tramadol, trazodone and vicodin (lortab). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), tooth loss ("lost teeth/teeth falling out"), alopecia ("hair loss"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("right ovary cyst"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("diarrhea"), irritable bowel syndrome ("ibs") and blood oestrogen decreased ("estrogen dropped"). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), urinary tract infection bacterial (seriousness criterion medically significant), hypertension ("high blood pressure"), drug dependence (seriousness criterion medically significant), blood test abnormal (seriousness criterion hospitalization), the first episode of hypothyroidism ("hypothyroidism/thyroid stop working"), abdominal distension ("ebelly (a bloating of the lower abdomen making you look pregnant)"), supraventricular tachycardia ("psvt (paroxysmal supraventricular tachycardia)"), muscle strain ("strain on my body"), glucose tolerance impaired ("borderline diabetic"), pain ("chronic pain all over"), depression ("depression") with abnormal weight gain and weight decreased, anxiety disorder ("hyper-anxiety disorder"), migraine ("chronic migraines/ migraines"), nausea ("nausea"), fluid retention ("fluid build-up to the point of needing laxis"), multiple allergies ("developed severe allergies"), dermatitis contact ("could no longer wear gold of any kind because the amount of metal in her body caused her skin to erode the metal in the gold") with skin erosion, abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), dyspareunia ("painful intercourse"), back pain ("back pain"), the first episode of arthralgia ("joint pain"), urticaria ("hives"), skin irritation ("skin irritation"), tooth disorder ("dental problems"), the second episode of hypothyroidism ("thyroid problems/thyroid stop working"), headache ("headaches"), weight fluctuation ("weight gain / loss"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), kidney infection (seriousness criterion medically significant), insomnia ("insomnia"), white blood cell count increased ("increase wbc"), allergy to metals ("nickel allergy") and the second episode of arthralgia ("hip pain"). The patient was hospitalized sometime in 2016. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with terconazole (terazol), levothyroxine sodium (synthroid), citalopram hydrobromide (celexa), surgery (total hysterectomy with bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abortion spontaneous, device breakage, fallopian tube perforation, uterine perforation, pelvic inflammatory disease, hypertension, drug dependence, blood test abnormal, tooth loss, abdominal distension, supraventricular tachycardia, muscle strain, glucose tolerance impaired, pain, depression, anxiety disorder, fluid retention, multiple allergies, dermatitis contact, tooth disorder, the last episode of hypothyroidism, headache, weight fluctuation, kidney infection, insomnia, ovarian cyst, white blood cell count increased, allergy to metals, vaginal discharge, diarrhoea, irritable bowel syndrome, blood oestrogen decreased and the last episode of arthralgia outcome was unknown, the pelvic pain, pregnancy with contraceptive device, urinary tract infection bacterial, migraine, abdominal pain, weight increased, dyspareunia, back pain, urticaria, rash, skin irritation, procedural pain and cystitis was resolving and the menorrhagia, nausea, abdominal pain lower, alopecia, vaginal haemorrhage, vaginal infection and fatigue had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anxiety disorder, back pain, blood oestrogen decreased, blood test abnormal, cystitis, depression, dermatitis contact, device breakage, diarrhoea, drug dependence, dyspareunia, fallopian tube perforation, fatigue, fluid retention, glucose tolerance impaired, headache, hypertension, insomnia, irritable bowel syndrome, kidney infection, menorrhagia, migraine, multiple allergies, muscle strain, nausea, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, skin irritation, supraventricular tachycardia, tooth disorder, tooth loss, urinary tract infection bacterial, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased, white blood cell count increased, the first episode of arthralgia, the first episode of hypothyroidism, the second episode of arthralgia and the second episode of hypothyroidism to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.6 kgs. Computerised tomogram - on (B)(6) 2016: essure in tube and uterus, with no appendicitis or ultrasound scan - on (B)(6) 2016: essure in tube and uterus, with no appendicitis or on (B)(6) 2016. CT and us showed essure in tube and uterus, with no appendicitis or free fluid. On (B)(6) 2016. Final pathologic diagnosis: uterus, cervix, and fallopian tubes, hysterectomy and salpingectomy: weakly proliferative endometrium. Myometrium with no significant histopathologic abnormality, cervix with benign squamous epithelium, nabothian cyst, bilateral fallopian tubes with metallic spring devices. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dyspareunia, menorrhagia, tooth loss, hypothyroidism, headache, migraine, depression, hypertension, multiple allergies, vaginal haemorrhage, back pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: quality safety evaluation of ptc. Product technical complaint). Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061210) on 27-apr-2016. The most recent information was received on 06-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation fallopian tube'), uterine perforation ('perforation of organs'), pelvic pain ('chronic severe pain/ pelvic pain/pain'), pelvic inflammatory disease ('chronic pelvic inflammatory disease'), menorrhagia ('menorrhagia /abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('unintended pregnancy'), abortion spontaneous ('miscarriage twins at 16 weeks'), genital haemorrhage ('general abnormal bleeding'), drug dependence ('overcome addiction to pain pills'), kidney infection ('kidney infection'), urinary tract infection bacterial ('bacterial urinary infection') and blood test abnormal ('blood work being too high or too low, device causes my body to deplete or over produce normal counts') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included pelvic inflammatory disease. Previously administered products included for an unreported indication: vibramycin and metronidazole. Concurrent conditions included vaginal discharge, odor body, anxiety, hypertension, coronary artery disease, congestive heart failure, chronic obstructive pulmonary disease, tia, ganglion cyst, myocardial infarction and asthma. Concomitant products included diphenhydramine hydrochloride, epinephrine (epipen), hydromorphone hydrochloride (dilaudid), lorazepam (ativan), metoprolol, naloxone hydrochloride (naloxon), promethazine, ranitidine hydrochloride (zantac), salbutamol (albuterol), tiotropium bromide (spiriva), tramadol and trazodone. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), tooth loss ("lost teeth/teeth falling out"), alopecia ("hair loss"), rash ("rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ovarian cyst ("right ovary cyst"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), diarrhoea ("diarrhea") and irritable bowel syndrome ("ibs") and was found to have blood oestrogen decreased ("estrogen dropped"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), urinary tract infection bacterial (seriousness criterion medically significant), hypertension ("high blood pressure"), hypothyroidism ("hypothyroidism/thyroid stop working"), abdominal distension ("ebelly (a bloating of the lower abdomen making you look pregnant)"), supraventricular tachycardia ("psvt (paroxysmal supraventricular tachycardia)"), muscle strain ("strain on my body"), glucose tolerance impaired ("borderline diabetic"), pain ("chronic pain all over"), depression ("depression / psych injury related to essure") with abnormal weight gain and weight decreased, anxiety disorder ("hyper-anxiety disorder"), migraine ("chronic migraines/ migraines"), nausea ("nausea"), fluid retention ("fluid build-up to the point of needing laxis"), multiple allergies ("developed severe allergies"), dermatitis contact ("could no longer wear gold of any kind because the amount of metal in her body caused her skin to erode the metal in the gold") with skin erosion, abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain/hip pain"), urticaria ("hives"), skin irritation ("skin irritation"), tooth disorder ("dental problems"), headache ("headaches"), weight fluctuation ("weight gain / loss"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), insomnia ("insomnia"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder") and nervous system disorder ("nuero condit/problems") and was found to have blood test abnormal (seriousness criterion hospitalization), weight increased ("weight gain"), white blood cell count increased ("increase wbc") and hormone level abnormal ("hormonal changes"). The patient was hospitalized sometime in 2016. The patient was treated with citalopram hydrobromide (celexa), levothyroxine sodium (synthroid), terconazole (terazol) and surgery (removal of essure, total hysterectomy with bilateral salpingectomy and total hysterectomy with bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, pelvic inflammatory disease, abortion spontaneous, genital haemorrhage, drug dependence, kidney infection, blood test abnormal, hypertension, tooth loss, hypothyroidism, abdominal distension, supraventricular tachycardia, muscle strain, glucose tolerance impaired, pain, depression, anxiety disorder, fluid retention, multiple allergies, dermatitis contact, tooth disorder, headache, weight fluctuation, insomnia, ovarian cyst, white blood cell count increased, allergy to metals, vaginal discharge, diarrhoea, irritable bowel syndrome, blood oestrogen decreased, dysmenorrhoea, anaemia, blood disorder, cardiac disorder, hormone level abnormal and nervous system disorder outcome was unknown, the pelvic pain, pregnancy with contraceptive device, urinary tract infection bacterial, migraine, abdominal pain, weight increased, dyspareunia, back pain, arthralgia, urticaria, rash, skin irritation, procedural pain and cystitis was resolving and the menorrhagia, nausea, abdominal pain lower, alopecia, vaginal haemorrhage, vaginal infection and fatigue had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, anaemia, anxiety disorder, arthralgia, back pain, blood disorder, blood oestrogen decreased, blood test abnormal, cardiac disorder, cystitis, depression, dermatitis contact, device breakage, diarrhoea, drug dependence, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fluid retention, genital haemorrhage, glucose tolerance impaired, headache, hormone level abnormal, hypertension, hypothyroidism, insomnia, irritable bowel syndrome, kidney infection, menorrhagia, migraine, multiple allergies, muscle strain, nausea, nervous system disorder, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, skin irritation, supraventricular tachycardia, tooth disorder, tooth loss, urinary tract infection bacterial, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, weight increased and white blood cell count increased to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Plaintiff received treatment for breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.6 kgs. Computerised tomogram - on (B)(6) 2016: results: essure in tube and uterus, with no appendicitis or. Ultrasound scan - on (B)(6) 2016: results: essure in tube and uterus, with no appendicitis or. (B)(6) 2016 CT and us showed essure in tube and uterus, with no appendicitis or free fluid. (B)(6) 2016 final pathologic diagnosis: uterus, cervix, and fallopian tubes, hysterectomy and salpingectomy: weakly proliferative endometrium. Myometrium with no significant histopathologic abnormality, cervix with benign squamous epithelium, nabothian cyst, bilateral fallopian tubes with metallic spring devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, dyspareunia, menorrhagia, tooth loss, hypothyroidism, headache, migraine, depression, hypertension, multiple allergies, vaginal haemorrhage, back pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : new events- dysmenorrhea (cramping), general abnormal bleeding, anemia, blood/heart disorder, hormonal changes and neuro condit/problems were added incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5061210) in united states on 27-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2009. Consumer had essure and since her implantation in 2009 she has lost teeth, has developed hypothyroidism, had what is now referred to as e-belly (a bloating of the lower abdomen making you look pregnant). She has been given a diagnosis of psvt (interpreted as paroxysmal supraventricular tachycardia) from the strain on her body, she has gained and lost 150 pounds. She had high blood pressure, she was borderline diabetic, had chronic pain all over. She had to have a full hysterectomy and she was not able to qualify for disability but she was not able to work a regular 40 hour a week job that she has done for over 20 years. She has had to overcome addiction to pain pills because of the chronic severe pain from the moment she got implanted. Consumer had severe depression and hyper-anxiety disorder. She had countless medical bills from emergency room visits. She also got chronic migraines, nausea, and fluid build-up to the point of needing laxis to quick fix it. She has been hospitalized multiple times for blood work being too high or too low because the device caused her body to deplete or over produce normal counts. She has developed severe allergies to many things, she now carries an epipen. She could no longer wear gold of any kind because the amount of metal in her body caused her skin to erode the metal in the gold. Consumer could go on and on with medical problems and diagnoses since her implant. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had chronic severe pain since essure (fallopian tube occlusion insert) insertion. According to her, she had to overcome addiction to pain pills because of this pain and was also submitted to a full hysterectomy. Additionally, she has been hospitalized multiple times for blood work being too high or too low because the device caused her body to deplete or overproduce normal counts. Only the reported pain is listed in essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this particular case, consumer reported chronic pain, which started in close association with essure insertion and no alternative explanation was provided. Considering the positive temporal relationship between this event and essure insertion and based on device safety profile, causality with the suspect insert cannot be excluded. Since consumer's addiction to pain meds was a consequence of her pain, this event was considered as related to essure. Regarding the reported blood work abnormalities, since they were not specified; causality with essure cannot be assessed. In addition, non-serious events were reported. This case was considered an incident, since consumer's pain resulted in disability and device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5061210) in united states on 27-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Consumer had essure and since her implantation in 2009 she has lost teeth, has developed hypothyroidism, had what is now referred to as e-belly (a bloating of the lower abdomen making you look pregnant). She has been given a diagnosis of psvt (interpreted as paroxysmal supraventricular tachycardia) from the strain on her body, she has gained and lost 150 pounds. She had high blood pressure, she was borderline diabetic, had chronic pain all over. She had to have a full hysterectomy and she was not able to qualify for disability but she was not able to work a regular 40 hour a week job that she has done for over 20 years. She has had to overcome addiction to pain pills because of the chronic severe pain from the moment she got implanted. Consumer had severe depression and hyper-anxiety disorder. She had countless medical bills from emergency room visits. She also got chronic migraines, nausea, and fluid build-up to the point of needing laxis to quick fix it. She has been hospitalized multiple times for blood work being too high or too low because the device caused her body to deplete or over produce normal counts. She has developed severe allergies to many things, she now carries an epipen. She could no longer wear gold of any kind because the amount of metal in her body caused her skin to erode the metal in the gold. Consumer could go on and on with medical problems and diagnoses since her implantation. Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Follow-up received on 23-jun-2016. Follow-up attempts have been completed, with no response to date. Follow-up received on 25-sep-2017 via legal complaint. Reporter information was updated and lawyers added (legal case). On (B)(6) 2009, the patient had essure inserted for female sterilisation. On an unspecified date, patient experienced menorrhagia, cramping, abdominal pain, weight gain, bacterial urinary infections (seriousness criteria medically significant), unintended pregnancy (seriousness criteria medically significant), painful intercourse, back pain, joint pain, hair loss, hives, rashes, skin irritation and device ineffective. On (B)(6) 2016, patient underwent a total hysterectomy with bilateral salpingectomy to remove the essure devices. Following the removal surgery in 2016, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. The outcome of events menorrhagia, cramping, abdominal pain, pelvic pain, weight gain, bacterial urinary infections, migraines, unintended pregnancy, painful intercourse, back pain, joint pain, hair loss, hives, rashes, skin irritation, painful post-operative recovery and device ineffective was resolving. Reporter causality between events menorrhagia, cramping, abdominal pain, pelvic pain, weight gain, bacterial urinary infections, migraines, unintended pregnancy, painful intercourse, back pain, joint pain, hair loss, hives, rashes, skin irritation, painful post-operative recovery and essure was related. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Follow-up information was received on 18-oct-2017. Summons received- case become potentially legal, reporter information was added. Events perforations of organs, dental problems, thyroid problems were added. All events outcome was unknown and reporter causality was related. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5061210) in united states on 27-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Consumer had essure and since her implantation in 2009 she has lost teeth, has developed hypothyroidism, had what is now referred to as e-belly (a bloating of the lower abdomen making you look pregnant). She has been given a diagnosis of psvt (interpreted as paroxysmal supraventricular tachycardia) from the strain on her body, she has gained and lost 150 pounds. She had high blood pressure, she was borderline diabetic, had chronic pain all over. She had to have a full hysterectomy and she was not able to qualify for disability but she was not able to work a regular 40 hour a week job that she has done for over 20 years. She has had to overcome addiction to pain pills because of the chronic severe pain from the moment she got implanted. Consumer had severe depression and hyper-anxiety disorder. She had countless medical bills from emergency room visits. She also got chronic migraines, nausea, and fluid build-up to the point of needing laxis to quick fix it. She has been hospitalized multiple times for blood work being too high or too low because the device caused her body to deplete or over produce normal counts. She has developed severe allergies to many things, she now carries an epipen. She could no longer wear gold of any kind because the amount of metal in her body caused her skin to erode the metal in the gold. Consumer could go on and on with medical problems and diagnoses since her implantation. Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Follow-up received on 23-jun-2016: follow-up attempts have been completed, with no response to date. Follow-up received on 25-sep-2017 via legal complaint. Reporter information was updated and lawyers added (legal case). On (B)(6) 2009, the patient had essure inserted for female sterilisation. On an unspecified date, patient experienced menorrhagia, cramping, abdominal pain, weight gain, bacterial urinary infections (seriousness criteria medically significant), unintended pregnancy (seriousness criteria medically significant), painful intercourse, back pain, joint pain, hair loss, hives, rashes, skin irritation and device ineffective. On (B)(6) 2016, patient underwent a total hysterectomy with bilateral salpingectomy to remove the essure devices. Following the removal surgery in 2016, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. The outcome of events menorrhagia, cramping, abdominal pain, pelvic pain, weight gain, bacterial urinary infections, migraines, unintended pregnancy, painful intercourse, back pain, joint pain, hair loss, hives, rashes, skin irritation, painful post-operative recovery and device ineffective was resolving. Reporter causality between events menorrhagia, cramping, abdominal pain, pelvic pain, weight gain, bacterial urinary infections, migraines, unintended pregnancy, painful intercourse, back pain, joint pain, hair loss, hives, rashes, skin irritation, painful post-operative recovery and essure was related. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (FDA, reference number: mw5061210) on 27-apr-2016. The most recent information was received on 20-jun-2018. This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pain/ pelvic pain/pain"), uterine perforation ("perforation of organs"), pregnancy with contraceptive device ("unintended pregnancy"), abortion spontaneous ("miscarriage twins at 16 weeks"), urinary tract infection bacterial ("bacterial urinary infection"), drug dependence ("overcome addiction to pain pills"), menorrhagia ("menorrhagia /abnormal bleeding (menorrhagia)") and blood test abnormal ("blood work being too high or too low, device causes my body to deplete or over produce normal counts") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), urinary tract infection bacterial (seriousness criterion medically significant), drug dependence (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), blood test abnormal (seriousness criterion hospitalization), tooth loss ("lost teeth"), hypothyroidism ("hypothyroidism"), abdominal distension ("ebelly (a bloating of the lower abdomen making you look pregnant)"), supraventricular tachycardia ("psvt (paroxysmal supraventricular tachycardia)"), muscle strain ("strain on my body"), hypertension ("high blood pressure"), glucose tolerance impaired ("borderline diabetic"), pain ("chronic pain all over"), depression ("depression") with abnormal weight gain and weight decreased, anxiety disorder ("hyper-anxiety disorder"), migraine ("chronic migraines/ migraines"), nausea ("nausea"), fluid retention ("fluid build-up to the point of needing laxis"), multiple allergies ("developed severe allergies"), dermatitis contact ("could no longer wear gold of any kind because the amount of metal in her body caused her skin to erode the metal in the gold") with skin erosion, abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), dyspareunia ("painful intercourse"), back pain ("back pain"), arthralgia ("joint pain"), alopecia ("hair loss"), urticaria ("hives"), rash ("rashes"), skin irritation ("skin irritation"), tooth disorder ("dental problems"), thyroid disorder ("thyroid problems"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and weight fluctuation ("weight gain / loss"). The patient was hospitalized sometime in 2016. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with metronidazole, doxycycline (vibramycin), terconazole (terazol), levothyroxine sodium (synthroid), citalopram hydrobromide (celexa), surgery (total hysterectomy with bilateral salpingectomy to remove the essure devices), surgery (removal of essure) and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, urinary tract infection bacterial, menorrhagia, migraine, abdominal pain lower, abdominal pain, weight increased, dyspareunia, back pain, arthralgia, alopecia, urticaria, rash, skin irritation and procedural pain was resolving and the uterine perforation, abortion spontaneous, drug dependence, blood test abnormal, tooth loss, hypothyroidism, abdominal distension, supraventricular tachycardia, muscle strain, hypertension, glucose tolerance impaired, pain, depression, anxiety disorder, nausea, fluid retention, multiple allergies, dermatitis contact, tooth disorder, thyroid disorder, vaginal haemorrhage, headache and weight fluctuation outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abortion spontaneous, alopecia, anxiety disorder, arthralgia, back pain, blood test abnormal, depression, dermatitis contact, drug dependence, dyspareunia, fluid retention, glucose tolerance impaired, headache, hypertension, hypothyroidism, menorrhagia, migraine, multiple allergies, muscle strain, nausea, pain, pelvic pain, pregnancy with contraceptive device, procedural pain, rash, skin irritation, supraventricular tachycardia, thyroid disorder, tooth disorder, tooth loss, urinary tract infection bacterial, urticaria, uterine perforation, vaginal hemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: following the removal surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: essure in tube and uterus, with no appendicitis or ultrasound scan - on (B)(6) 2016: essure in tube and uterus, with no appendicitis or (B)(6) 2016 CT and us showed essure in tube and uterus, with no appendicitis or free fluid. (B)(6) 2016 final pathologic diagnosis: uterus, cervix, and fallopian tubes, hysterectomy and salpingectomy: weakly proliferative endometrium. Myometrium with no significant histopathologic abnormality, cervix with benign squamous epithelium, nabothian cyst, bilateral fallopian tubes with metallic spring devices. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dyspareunia, menorrhagia, tooth loss, hypothyroidism, headache, migraine, depression, hypertension, multiple allergies, vaginal hemorrhage. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records. Added new reporters. Added patient's date of birth and ethnicity. Added pregnancy outcome and relevant lab data. Updated therapy dates for essure and added treatment medications. Added events vaginal hemorrhage, headaches, weight fluctuation, abortion spontaneous. Added hospitalization for "pelvic pain". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs